Manufacturer narrative:
Device available for evaluation ? Yes, returned to manufacturer on 1/13/2017. Device returned to manufacturer ? Yes. Device evaluation: the product was received in a lens holder. Visual inspection with the unaided eye shows the product was cut in pieces, most probably to make removal and replacement possible. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) had a scratch and was removed from the eye. Another iol of the same model and diopter was implanted. No additional information was provided to abbott medical optics.